Manufacturer narrative:
A technical analysis and a review of the manufacturing history of the returned instrument were performed to determine whether there was any deviation that could account for this event. The technical investigation of the complaint instrument revealed that the tip is plastically deformed and appears compressed. The balloon has obviously been inflated and residue of dried contrast medium was found inside the balloon lumen. The screening of the manufacturing history confirmed that the device in question was manufactured according to the specifications and successfully passed all in-process controls as well as the final inspection. During final inspection every instrument is visually inspected. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The tip fracture is most likely a result of a tensile overload, presumably followed by a compressive force during reintroduction for another inflation.

Event description:
Ous MDR - the pantera leo was successfully inflated with 18 atm and afterwards deflated and withdrawn. Upon reintroduction it was noted that the device tip was compressed.